Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings:: the battery cap was damaged and could not be properly attached to the pump. A test cap was used to complete the investigation. A review of the device's black box history showed multiple call service 054 alarms. The pump was exercised for 24 hours with no power issues being duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.